Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
During patient use with non-invasive positive pressure ventilation (nippv), the respiratory therapist (rt) observed inconsistent volume delivery, ranging from approximately 600 to 1000 ml. The patient became uncomfortable, with spo2 dropping into the 80s and rising co2 levels despite high fio2. The ventilator also displayed a ¿low fio2¿ alarm. The rt transferred the patient to another nkv-330 ventilator using the same settings. Afterward, spo2 and co2 levels improved, and the patient appeared more comfortable. There was no harm to the patient.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.